Event description:
It was reported that during an appendectomy procedure the staples did not form. No pt consequence.

Manufacturer narrative:
Date sent: 10/2/2007. Info anticipated, but unavailable at this time.